Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of air-in-line even after the pump was calibrated through the history log, but could not reproduce it during eval. Eval found multiple air-in-line alarms within the device history log, and found the upper ultrasonic sensor readings with a fluid filled tube to be below spec. Low ultrasonic readings can make the pump more sensitive to air-in-line alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump alarmed air-in-line even after the pump aws calibrated. It was also reported that there was no pt injury.